Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleting quickly was intermittent and on-going resulting in the pump shutting off. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.